Manufacturer narrative:
A patient experienced an infection at the lead sites was reported to abbott. Surgical intervention was undertaken wherein the leads and anchors were explanted to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
D6b - date of explant is unknown. B3-date of event is estimated.

Event description:
It was reported that patient experienced an infection at the lead sites. As a result, surgical intervention was undertaken wherein the leads and anchors were explanted at unknown date to address the issue.